Manufacturer narrative:
The serial number of the device was requested but not provided, therefore the device unique identifier (UDI), approximate age of device and manufacture date are not known. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that a brief no external power alarm occurred on (B)(6) 2017 at 11:50 pm. The manufacturer¿s product performance engineer reviewed the log file and observed a loss of external power while connected to a mobile power unit (mpu). It was recommended to check whether the mpu was in use had the upgraded v-lock connection and if the customer/patient recalled what occurred during this event. Additional information was requested, but not provided.